Event description:
It was reported that this tactra malleable penile prosthesis was explanted for unspecified reasons. The patient later underwent a procedure to implant a new tactra device. No patient complications were reported.